Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 237 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer had a battery error alert after replacing their battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specifications. No unexpected battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a broken reservoir tube lip.